Event description:
Pt had osv ii low implanted about 3 months ago. Pt had headaches and when they tried to tap the reservoir portion of the valve, the system made a crackling noise. Revised the valve with another osv ii. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.